Event description:
It was reported that 2 bd vacutainer® k3e 7.2mg plus blood collection tubes had a broken lid. The following information was provided by the initial reporter: "2 tubes with misplaced caps - please see pictures. Phlebotomist did not face any issues during blood collection and therefore the tubes where used, but the tubes/caps would have damaged the sampling needle on the analyzers (sysmex + tosoh instruments). The tubes were seen by coincident by a staff member and removed from the glp system before causing any damage."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cocked stopper with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® k3e 7.2mg plus blood collection tubes had a broken lid. The following information was provided by the initial reporter: "2 tubes with misplaced caps - please see pictures. Phlebotomist did not face any issues during blood collection and therefore the tubes where used, but the tubes/caps would have damaged the sampling needle on the analyzers (sysmex + tosoh instruments). The tubes were seen by coincident by a staff member and removed from the glp system before causing any damage."